Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation a service required alarm condition indicating a pressure sensor mismatch was observed. The device was found to be very dirty and dusty. The device's inline filter was found to be clogged with dirt and dust and was replaced to address the issue.